Manufacturer narrative:
Power error detected due to j6 connector resistance issue. Insulin pump passed the displacement test, sleep current test and active current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 353 mg/dl at the time of the incident. The customer reported that the insulin pump kept shutting down every four hours. The customer reported that the same error has occurred recently. Troubleshooting was provided. The insulin pump is returning for analysis.